Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for advantage system. Medwatch with (B)(6) is for aviva system. Strips not available for return.

Event description:
Caller reported advantage meter read 239 mg/dl and her aviva meter read 110 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.